Manufacturer narrative:
The customer called the siemens technical solutions center (tsc). After reviewing the instrument data, the tsc specialist instructed the customer to replace a sensor and bleach the system. The customer discovered that the integrated multisensor technology (imt) probe was bent, and the tsc specialist advised the customer to replace the imt probe and align it. Quality controls were run and were within range. The customer repeated one discordant patient sample and the results matched those obtained on an alternate instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k), and chloride (cl) results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned the results. The patients were redrawn, the samples were run on an alternate instrument, and the corrected results were reported to the physician(s). One sample was also rerun on the initial instrument upon repair. There were no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k, and cl results.